Manufacturer narrative:
Na

Event description:
Attorney reported: the patient suffered injury and damage associated with her use of defective product, a bard composix kugel hernia patch. The patient alleges to have suffered disabling pain and required surgical intervention, due to having the patch implanted in her.